Event description:
It was reported that the patient presented during generator exchange procedure. During procedure, the communication between the programmer and the device became unstable and frozen. The reported device was explanted on 5 feb 2024. There were no patient consequences.